Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer after the system was rebooted. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.